Manufacturer narrative:
H3: device evaluated by manufacturer. Customer report of particulates on the leaflets was confirmed. As received, valve was returned with approximately 14 fiber-like particulates, each around 5 mm in length, over the leaflets at the inflow aspect. Suture holes were visible around the valve sewing ring. Ir spectrum of unknown fiber-like particulates showed similar absorption characteristics when comparing to nylon-like material. H11: additional manufacturer narrative: the DHR review was completed and there are no related ncrs. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx31 was found to have something described as resembling hairs on the leaflets. Reportedly, the valve was rinsed normally following the IFU and then handed over to the surgeon, no specific inspection took place. The surgeon then saw the particles through his magnifying glasses while suturing and then used a different valve. No attempt was made to remove the particulates after detection. The product was never in contact with the patient. No particulates or color change were noted in the valve's glutaraldehyde, and no packaging problems were observed. The tamper seal was properly closed and the tagalert was showing ok. Per response received, it was a standard procedure without anything unusual.